Event description:
It was reported that the user¿s infusion set caught on clothing, the infusion site dislodged, and after a site change the user experienced severe hyperglycemia with glucometer readings reported up to 500 mg/dl; subsequent removal of the inset infusion set revealed a completely bent cannula, and the user administered multiple manual insulin injections totaling 18 units with continued monitoring and later reconnection guidance. Symptoms included hyperglycemia with moderate ketones. Outcomes included prolonged elevated glucose outside target for approximately 11 hours, self-management with backup insulin therapy, and consultation with the endocrinology provider without hospitalization. Investigation included troubleshooting by verifying no visible insulin leakage at the housing, confirming no tubing occlusion via priming while disconnected, and checking the adhesive/site for wetness. Investigation of this case revealed a bent cannula upon removal of the infusion set, consistent with impaired insulin delivery and resultant hyperglycemia. It was concluded that hyperglycemia occurred and the cause was unclear, though a bent cannula was identified and user education on disconnection, manual correction dosing, and reconnection timing was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.